Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console (sn (B)(6)) would not prime and also displayed tcmid:01 (pump failed) error message was confirmed based on the event log review and during the functional testing. The root cause for both reported issues was a defective roller pump raceway, likely caused by normal wear and tear. The thermogard is a reusable device and was manufactured in december 2011 and is over 9 years old, exceeded its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, observed assembly top lid was cracked and missing prime cover and the power input module was observed loose. Observed physical damages to the console were likely due to the user mishandling or caused by shipping damage as a crate with the console was received with substantial damage. The damaged parts need to be replaced and the power input module needs to be reseated to address the damage. Also, unrelated to the reported complaint, the cold well and cap gaskets were observed degraded and the console caster was loose as a result of normal wear and tear. The cold well and cap gaskets and the caster need to be replaced to address the issue. In addition, noted missing pan drip. The observed issue is unrelated to the reported complaint. The probable cause could be due to the user mishandling. The missing pan drip needs to be installed to address the issue. The console passed the initial functional testing, however, the pump motor was running intermittently and the console displayed the tcmid:01 (pump failed) error message later during the burn-in test, thus confirming the customer complaint. The investigation found that the hall sensor board in roller pump raceway was defective. The roller pump raceway needs to be replaced to remedy the reported issue. Also, the thermogard console was further tested, and it was noted that the system's battery had a low voltage, unrelated to the reported complaint. This issue could be related to the normal use of the device, and the battery needs to be replaced to address the issue. The event log review showed the occurrence of multiple tcmid:01 errors on the reported complaint date, thus confirming the reported complaint. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During training, the user observed that the thermogard console (sn (B)(4) ) does not prime. No patient involvement. Upon the console return to the customer biomed engineer, the console displayed tcmid:01 (pump failed) error message.